Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/sides pain') and endometrial ablation ('endometrial ablation') in a 3(B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general body pain, (B)(6) disease, depression, tiredness, breast reduction, hypertension (mother), diabetes (mother), myomectomy, loop electrosurgical excision procedure, cholecystectomy, bleeding genital, multigravida, parity 3, cesarean section, post ablation tubal ligation syndrome, shortness of breath, penicillin allergy and post coital bleeding. Previously administered products included for an unreported indication: zoloft, metronidazole, turmeric, tylenol, diphenhydramine acetaminophen, fentanyl, ibuprofen and norvasc. Concurrent conditions included hypothyroidism, hypertension, uterine fibroids, endometriosis, abdominal adhesions, uterine enlargement, morbid obesity, bacterial vaginosis, uterine pain, cervical dysplasia, fibromyalgia, cervical nerve root impingement, thyrotropin low, endometrial polyp, discomfort and graves' disease. The patient also had a family history of hypertension and diabetes. Concomitant products included (B)(6), hydrochlorothiazide; triamterene (dyazide), norethisterone acetate (aygestin), (B)(6). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("constipation"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vision blurred ("blurry vision") and vulvovaginal mycotic infection ("yeast infection") and was found to have weight increased ("weight gain"), 11 months 16 days after insertion of essure. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, bladder disorder, urinary tract disorder, dyspareunia, fatigue, urinary tract infection, nausea, vision blurred, weight increased and vulvovaginal mycotic infection outcome was unknown, the constipation, back pain and abdominal pain had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, headache, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted : date of insertion previously reported as (B)(6) 2015 now it is reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on an unknown date: fibroids. Fluid collection in posterior uterus possibly significant for regenerating endometrium. Ultrasound scan vagina - on (B)(6) 2017: fibroids present fluid in endometrial cavity. Essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, abdominal pain, constipation, cramping, yeast infection, dysmenorrhea. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received. Reporter information were added. Date of insertion were updated. Case become incident. Medical history, concomitant drug, lab data and historical drug were added. Event injuries were updated as pain/sides pain. Event : bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia, fatigue, constipation, uti, migraines, headaches, nausea, blurry vision, weight gain, yeast infection, lower back pain, abdominal pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.